Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: digital light source cable was not able to lock properly due to faulty insulation cover. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.

Event description:
The xenon light source was returned to the service center with a report of no complaint received from customer. This does not indicate a medical device regulation reportable event. However, reportable failure was found during testing at the service center. During inspection of the device, it was observed that the digital light source cable was not able to lock properly. There was no patient involvement.